Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/08/2023, it was reported by a sales representative that an ar-6480 pump malfunctioned and shut off in the middle of the case. After changing out the cord and pump tubing it still did the same thing in the following case. No patient harm.

Manufacturer narrative:
No problem found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, signs of wear and tear were noted. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 104 minutes, no problem was found. The machine did not shut off at any time during the running time. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. A pressure fault test was performed to determine if the device triggered an alarm when the inlet tubing was removed from fluid (water). The device triggered an alarm, and the inflow rollers stopped. The device is working as expected. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor.